Event description:
It was reported a complaint about the patient's power supply was received. The patient had an appointment on (B)(6) 2013 where the impedances were measured and it was reported no failure was found. The summary report of the patient's device noted the impedances on electrodes 9, 10 and 15 were greater than 10,000 ohms. The patient experienced lancinating pain while standing up and while in the bathroom after their follow up. It was noted the patient experienced the same pain twice on (B)(6) 2013 and they were set at a normal level of 0.8 volts. The cause of the pain was reportedly unknown. The patient then felt a change of stimulation again on (B)(6) 2013 and the programmer showed an increase in the stimulation level. Another follow-up was performed and the patient could strongly feel the change of stimulation because the setting value of the 'standing position and movement at as' was changed from 1 volt to 2 volts. The patient's sensitivity and the setting value of 'standing position and movement' were reportedly decreased.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).